Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 2 x zso-7-5 of lot number c1739949 were unavailable for return to cirl for evaluation. 13 x zso-7-5 of lot number c1739949 unopened were returned to cirl for credit. This file addresses off-label use of the zso-7-5 device that the user had issues placing/deploying. Clarification of complaint was provided by the rep: ¿the only product concerned in this complaint is zso-7-5 x 2 lot number c1739949.¿ ¿stent would not deploy down working a channel when inside patient but would deploy outside of patient when scope straight.¿ lab evaluation: 13 unwanted / unopened devices were returned on 8th of october 2020 for credit. These will not be evaluated. ¿in the case where devices are returned unused with a used complaint device and the failure of the used complaint device cannot be definitively related to manufacturing, material, design or quality systems. There is no requirement to complete an evaluation on these devices". Image review: documents review including IFU review: prior to distribution zso-7-5 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl.   A review of the manufacturing records for zso-7-5 of lot number c1739949 did not reveal any discrepancies that could have contributed to this complaint issue.   It should be noted that the device was used off-label, outside its intended use stated in the instructions for use (ifu0045-7) "this device is used to drain obstructed biliary ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the use of the device in this case to treat pseudocyst off duodenal wall is not a stated use as per the IFU and therefore has not been tested in a clinical setting. Information received confirmed that 2 x zso-7-5 stents of lot number c1739949 were attempted to be deployed twice and failed, the customer is uncertain but believes that 1 x zso-7-4 stent was successfully deployed. Root cause review: a definitive root cause can be attributed to the off-label use of the device, when the device is used outside its stated intended use in this case to treat pseudocyst off duodenal wall, it may lead to outcomes that were never intended to happen and were never studied. It may be noted that there was no issue deploying the stent outside the patient as per reported information which would indicate that the issue was not related to the device but the circumstances of use ¿stent would not deploy down working a channel when inside patient but would deploy outside of patient when scope straight." It was confirmed that the 2 issues occurred during the same procedure & that no additional procedure was required, replacement device was successfully deployed during the same procedure. Summary: complaint is confirmed based on the customer¿s testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the receipt of additional information: additional information received on 14-dec-2020 as follows: "this was all in one procedure/one patient¿ is to the question were these 2 incidents during the same procedure, same patient or separate incidents? Same procedure. The question for which I hoping a confirmation is ¿was an additional procedure required as indicated in the cc form or was the procedure completed with an additional device as mentioned in patient/event info? Same procedure completed with additional device because there is conflicting information in the cc form and the patient/event info section. The former says the event needed additional procedure but the later says it was completed with additional device. I am sure it was the completed by additional device but because we have conflicting information, I have been asked for confirmation". Initial report details: update 22nd sept 2020. The scope used was not a slimline scope as previously told. Stent would not deploy down working a channel when inside patient but would deploy outside of patient when scope straight. We had some issues last week with the 7fr x 5cm double pigtail stent. We managed to deploy one 7fr x 5cm and were unable to deploy the second stent with the eus linear scope. The incident happened twice and we ended up deploying 7fr x 4cm. Could please look into this please. The 7frx 5cm were bought recently. "As per complaint form": limited details: this is all I have managed to get so far.. We managed to deploy one 7fr x 5cm and were unable to deploy the second stent with the eus linear scope. The incident happened twice and we ended up deploying 7fr x 4cm. Had a sphincterotomy been performed prior to this occurrence? Na. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus gastroscope. 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Pseudocyst off duodenal wall. 5. Was resistance encountered when advancing the wire guide to the target location?* no. 6. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. Yes, bsc 10mm dilatation balloon. 7. Was resistance encountered when advancing the introduction system in place to the target location?* no. 8. Was resistance encountered when advancing the stent through the obstructed area?* n/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. Na. 9. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Didn¿t get that far. 10. Did any section of the device detach inside the endoscope or patient? Yes, inside endoscope. 11. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). Na. 12. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Fs-pc-7. 13. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. If so please indicate the modifications and why they were necessary. Na. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Re -stenting and removal of stents from scope. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Update :22nd sept 2020. The scope used was not a slimline scope as previously told. Stent would not deploy down working a channel when inside patient but would deploy outside of patient when scope straight. We had some issues last week with the 7fr x 5cm double pigtail stent. We managed to deploy one 7fr x 5cm and were unable to deploy the second stent with the eus linear scope. The incident happened twice and we ended up deploying 7fr x 4cm. Could please look into this please. The 7frx 5cm were bought recently. As per complaint form: limited details: this is all I have managed to get so far. We managed to deploy one 7fr x 5cm and were unable to deploy the second stent with the eus linear scope. The incident happened twice and we ended up deploying 7fr x 4cm. Had a sphincterotomy been performed prior to this occurrence? Na. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus gastroscope. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Pseudocyst off duodenal wall was resistance encountered when advancing the wire guide to the target location? No. Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. Yes, bsc 10mm dilatation balloon. Was resistance encountered when advancing the introduction system in place to the target location? No. Was resistance encountered when advancing the stent through the obstructed area? N/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Didn¿t get that far did any section of the device detach inside the endoscope or patient? Yes, inside endoscope if the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). Na. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Fs-pc-7 were any modifications made to the complaint device or accessories used with the device in this procedure? For example guiding catheter shortened. If so please indicate the modifications and why they were necessary. Na. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Re. Stenting and removal of stents from scope. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.